Event description:
A report was received stating that during &#39;prior to use&#39; testing, an endobronchial tube&#39;s cuff did not properly deflate. The tube was reported to be straight at the time of the event. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The referenced device was returned for further evaluation. The alleged "cuff won't deflate" issue was not duplicated. No further actions are required at this time.